Event description:
It was reported that the patient was admitted to the hospital due to asystole with pacing spikes. It was reported that approximately six weeks post device change-out, the right ventricular (rv) lead had high pace/sense impedance and a lead warning was triggered. An x-ray showed that the rv lead was not fully inserted into the device header; thus, the pocket was re-opened and the pin fully inserted. After the revision, the patient experienced multiple syncopal episodes. It was noted that the rv lead was not capturing at maximum output, no r waves were present, the rv lead had high impedance and (on rare occasion) the rv lead was sensing the capture of the left ventricular (lv) lead. In addition, loss of left ventricular (lv) lead capture was also seen. Fluoroscopy revealed that the rv lead was again not fully inserted into the device header. A device setscrew issue and/or port problems and an rv lead ring problem were suspected. The device was explanted and replaced, the rv lead was capped and replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies. The analyst commented that the distal conductor of the lead was extrinsically over-rotated and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst also noted that there were multiple set screw marks on the is-1 connector pin; one set was in the correct location and approximately 4 sets were observed to be too proximal on the pin. It cannot be determined when, but at some time the lead was not fully inserted into the device. The diameter specification for the is-1 connector pin is equal to 0.0625 inches. The as returned measured result was equal to 0.0630 inches. The diameter specification for the sealing rings is equal to 0.161 inches. The as returned measured result was equal to 0.1590 inches. All of the connector pins (is-1/rv/svc) were fully inserted into the device header without difficulty. After the set screws were tightened, a slight pull of the connector legs indicated that the connector legs were securely fastened into the device header. The connector pins were then removed without difficulty. The device involved in the event was not used for this testing; a ¿new¿ device was used to perform this testing. Concomitant products: 419488 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4)